Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported bg lows of 47 mg/dl and highs of 401 mg/dl, with a current bg of 58 mg/dl. The patient followed agent guidance and by (B)(6) 2025 reported bgs were back in range without hospitalization. No long-term effects were reported.